Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (20 mg/ml at 3.79 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had a new pump implanted in (B)(6) 2018; a refill was performed in (B)(6) 2018 and no drug was left in the pump. The caller stated that the patient has had increased pain for the past few months and when the pump was accessed today all 40 cc of fluid were aspirated. It was confirmed that the patient has had no falls or trauma. No further complications have been reported as a result of this event.